Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: it was reported, ¿the staples could not come out completely after surgery.¿ did the issue occur intra-operatively or post-operatively? Intra-op.

Event description:
It was reported that during a splenectomy procedure, after fired, noted some staples malformed. The staples could not come out completely after surgery and hemolock was used immediately to close the vessel. There were no adverse consequences for the patient. No additional information could be provided.